Event description:
According to the initial reporter, g34502 e4355500 (subject of this report) was deployed tilted so filter was retrieved and a new filter was placed. No harm to the patient reported.